Event description:
Customer reported to beckman coulter, inc (bec) that there was dried white colored crystal on the counter top below the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. Customer reported that there was blue colored fluid on the drip tray below bsv. Customer reported that the fluid was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a broken probe wipe backwash cup. The fse did not observe any leaks or errors.

Manufacturer narrative:
(B)(4).